Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the surgeon was utilizing the coring tool and it required more than 3 rotations once the helix was in the ventricle. Post-operative the patient was doing well. The malfunction did not result in prolonged surgery time and the product will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported difficulty coring the apex of the patient¿s heart with the heartmate coring tool could not be conclusively determined through this evaluation. The coring tool was not returned, and no photos of the event were submitted for evaluation. The patient remains ongoing with no further issues reported at this time. The coring tool was not returned for evaluation. The device history records for lot number 8379685 were reviewed and showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 5 of the IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The heartmate 3 coring tool IFU contains information needed to properly and safely use the heartmate 3 coring tool to core the left ventricle and remove cored tissue. The IFU instructs the user to notify thoratec personnel if there is a change in how the device works, sounds, or feels. The IFU also states that ¿if resistance is felt while removing the coring tool from the ventricle then the tissue may not be fully cored¿ and provides instructions on how to cut the remaining tissue. No further information was provided. The manufacturer is closing the file on this event.